Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly developed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later port placement procedure; the patient was allegedly developed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure using a powerport via right internal jugular vein for chemotherapy delivery. One month and twenty six days later, the patient presented to the hospital, with a history of right ankle pain with swelling with pus. And it was noted that there was bacteremia with an infected port a cath in the right anterior chest with purulent material and necrotic debris and sepsis with emboli. Next day, the patient had an incision and drainage of right ankle. Subsequently, the patient was planned for port removal. Purulent material and necrotic debris had extruded. Blood culture was performed. Next day, staphylococcus aureus was identified through blood culture. Therefore, it can be confirmed that the patient had experienced bacteremia, bacterial infection, purulent material and necrotic debris and sepsis with emboli. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2023, a patient underwent port placement via the right internal jugular vein for chemotherapy delivery. Approximately one month and twenty six days later, on (B)(6) 2023, the patient was diagnosed with bacteremia. Additionally, the patient was further diagnosed with sepsis with emboli and had purulent discharge. Subsequently, the port was removed on (B)(6) 2023. Further, blood culture results on (B)(6) 2023, were positive for staphylococcus aureus. However, the current status of the patient was unknown.